Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of radicular pain syndrome (radi culopathies) and spinal pain. It was reported that the patient was having trouble charging their ins. The patient reported that it was ¿hard to keep the bars up¿ and that if they moved the antenna a little, the bars would go down to zero. The patient requested adhesive discs. No symptoms or complications were reported.